Event description:
Follow up identified that the ipg was explanted and replaced, restoring therapy.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg would not communicate following an unrelated surgical procedure. Surgical intervention may be undertaken to address this issue.